Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the contrast, up arrow, down arrow, and ok/enter buttons were under-responsive. It was reported that moisture was located in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during investigation, the down arrow, and ok keypad buttons were unresponsive. The pump cover was removed and internal moisture was found to the printed circuit board keypad components.